Event description:
It was reported that during observing the package they noticed a hole in the sterile package when it was in the kit. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint indicated that there was a hole in the package. The package was visually examined and it was noted that the jaws of the device protruded through the end of the protective cap. Pink color transfer (possibly ink transfer from an unknown source outside the packaging process) was on the top stock over the area of the device jaw. Top stock and bottom stock appeared to have damage around the same area. The package was opened to view the damage using the microscope. The top stock had indentations that were of the approximate size of the tip of the jaw and one perforation of the top stock that appeared puckered and twisted. The bottom stock (film blister) also had indentations and a perforation. Holes in top and bottom stock were confirmed using the dye test per (B)(4). This package was processed through the (B)(4) 10 machine which has an automated carton loading process which significantly minimizes handling of the package. When processed through carton loading, the package is placed flat into the carton and is not rolled or folded which minimizes any crumpling of the package. In a sealed package, the flexible form is designed to minimize movement of the device inside the package and the interaction between the protective cap material and bottom stock film further minimize movement since the two plastics cling slightly. The package showed signs of excessive handling such as wrinkles and creases in the package. The protrusion of the jaw through the cap requires force that is unlikely to occur during the normal packaging process. Holes were likely caused by tip of the jaw. Holes in top stock and bottom stock are not aligned. Pink discoloration on top stock appears to be color transfer from an unknown source; however, there is no such ink or labeling in use at the packaging facility so the source would not be internal. Complaint event is confirmed and based on the visual inspection of the package, the damage most likely occurred external. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.